Event description:
It was reported that approximately five weeks post implant the patient experienced pain with pacing. The right ventricular (rv) lead exhibited high and rising thresholds and a jump in r waves. It was further reported that there was a possible tissue/lead interface problem due to dislodgment. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.